Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 50 pump modules had delaminated keypads. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of the delaminated pump modules was not confirmed. No devices were sent by the customer. Even so, a probable cause of the delamination on the keypads could be the incorrect use of cleaning and disinfectant products, or the use of unauthorized products laboratory testing could not be performed; device/product was not returned for investigation. The bd team during the site visit tuesday february 11, 2025, to (B)(6), observed the following. Assessed 54 pump modules and found 50 delaminated keypads, 1 cracked inside door assembly ,50 corroded door handle assemblies, and 34 corroded iui screws. The bd alaris system¿ cleaning and disinfecting procedures state the approved disinfectants solution for use are: ¿ pdi super sani-cloth® germicidal ¿ clorox healthcare® bleach germicidal wipes. ¿ dispatch® hospital cleaner disinfectant towels with bleach. ¿ metrex caviwipes¿ bleach disinfecting towelettes. Use of unapproved disinfectants can result in incorrect device operation. Use only disinfectants recommended by bd to clean and disinfect the bd alari system. Use of unapproved disinfectants can result in incorrect device operations. Allow only 70% isopropyl alcohol usp to contact the iui connectors. Other fluids can damage the iui connectors and result in incorrect device operation and lead to patient harm. Do not brush the connector pins side-to-side. Brushing the pins side-to-side can damage them and result in incorrect device operation and lead to patient harm. Do not lay the pump module on its back while cleaning. Laying the pump module on its back can allow fluid to enter the inside of the device. Fluid inside the device can lead to incorrect device operation or electrical shock. Do not wipe the air-in-line sensor with disinfecting wipe. Disinfectants can damage the sensor and lead to patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the keypad delamination on the reported pump modules cannot be determined, no suspect devices was returned for this investigation. A probable cause could be the incorrect use of cleaning and disinfectant solutions, or the use of unauthorized products. This could contribute to the keypad delamination. Note that this report lists imdrf annex a040502, d15, c0601, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 50 pump modules had delaminated keypads. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.